Event description:
The customer observed a non-reproducible, falsely elevated vitros trop I es results on a single patient sample on a vitros eciq. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The falsely elevated result was not reported. There were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found that the vitros trop I es reagent and vitros eciq system were operating as intended. The investigation determined that ocd field service had investigated a previous issue with the vitros eciq, performing necessary repairs to multiple subsystem modules and returning the system to expected operation. Following service on the vitros eciq, the customer has had no additional occurrences of non-repeatable falsely elevated results. The root cause is instrument related.